Event description:
Upon completion of cardiac catheterization, angio seal was deployed. Upon removal of the sheath protector, the user attempted to pull the sheath out and it was difficult to remove. Tugged twice and still would not come out. Additional attempts were made to pull sheath out. When sheath came out, it was discovered it had fractured and approximately half the sheath was remained in patient's femoral artery. A CT scan was performed which confirmed retained foreign body in the right artery lumen. The remaining sheath was removed in the cath lab prior to sending patient back to his room. No harm to the patient.